Manufacturer narrative:
A ge rep evaluated the system and repaired the ps2 power supply, reseated connector, and replaced the backplane. System operates as intended.

Event description:
System malfunctioned due to loss of p82 power supply.